Manufacturer narrative:
This device is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system delivered inappropriate tachy therapy due to atrial fibrillation (af) with rapid ventricular response. The inappropriate therapy accelerated the patient's rate into a true ventricular fibrillation (vf) which was then converted. This pattern of events occurred on two separate days. In one of the occurences six shocks were required to convert the arrhythmia which resulted in therapy exhaustion. Boston scientific technical services (ts) reviewed multiple episodes from the device and provided troubleshooting suggestions. Ts also reviewed a chest x-ray and noted that the rv lead was not optimally located which could contribute to the observations of high defibrillation thresholds (dft) and non-conversion. The physician elected to revise the system. During the revision both the crt-d and this rv lead were explanted and replaced. No additional adverse patient effects were reported.